Event description:
Title: vascular graft shredding. The physician was inserting a vascular graft and it began to shred. The procedure was a left brachial cephalic loop with graft. The graft broke into multiple pieces. The device was removed and another device of same type and lot number was used successfully. The hosp has not identified the reason the graft shred.